Manufacturer narrative:
Although requested, the battery pack has not been returned and the cause of the complaint is not known. Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that the AED is functioning as designed and can stay in service.

Event description:
An international distributor reported that their customer's AED would not power on; however, when tested with a spare battery pack, it did power on. They reported this did not occur during patient use.

Manufacturer narrative:
Testing of the returned battery pack was performed and confirmed the reported issue. The investigation determined that depleted cells within the battery pack caused the battery depletion. Analysis of the AED's log files identified that once a new battery was installed the AED functioned as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.